Event description:
The facility returned the device for service to baxter. During service testing, baxter service technician reported that the device underdelivered. No add'l info was provided.

Manufacturer narrative:
Customer reported there were no deaths or patient injuries associated with this report.